Event description:
Revision surgery - the patient has a stryker distal fixation stem and djo baseplate/glenosphere. The patient was dislocating. Surgeon only wanted to address the stryker stem. He removed the glenosphere to assess the bone graft behind the baseplate. The bone graft looked good. He implanted a new glenosphere because he broke the morse taper.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 44 days apart. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at hospital and not made available to djo surgical for examination. A review of the device history record (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. First, there was a ncmr# (B)(4) associated with the main part # 508-36-101, glenoid, head w/retaining screw, rsp, 36mm, neutral, which documents that out of 15 parts lot, 3 parts were rejected due to concentric tool marks on polished surface was around screw hole. Later the rejected parts were reworked and accepted after proper justification. Second, there was a ncmr# (B)(4) associated with the same part which documents that out of 15 parts lot, 3 parts were rejected due to machine lines on polished articulating surface. Later the rejected parts were reworked and accepted after proper justification. All other items in the lot were met with the design, fit and function requirements. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Due to short time between previous and revision surgery, it is possible that the event may have occurred due to lack of post-operative care, patient noncompliance with medical instructions, improper surgical technique, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.